Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the holding sleeves were bent and did not pick up the screws from the set causing them to fall. There was no patient consequence reported. Concomitant device reported: unknown screws (part#unknown, lot#unknown, quantity unknown). This report is for one (1) holding sleeve for star drive screwdriver shaft t8 this is report 2 of 2 for (B)(4).